Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-15208. It was reported that the patient's lead had migrated after a fall. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. Visual inspection of the lead did not identify any anomalies. The lead was functionally tested and passed all testing.